Event description:
It was reported that during an atrial fibrillation (afib) procedure, the blood pressure reduction was observed during the ablation was delivered to the right inferior pulmonary vein (ripv). Effusion was confirmed by the ultrasound findings, so drainage was performed immediately. Then the blood pressure rose and the patient was stable. The carto3 and echo were activated properly and communication was established. Merge was conducted by the sound star catheter and left pulmonary vein isolation (lpvi) was confirmed by lasso nav eco catheter. The physician commented that the cause of the event or the occurrence time were unknown.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: lasso nav variable eco: model# d-1343-01-s, lot # unknown; soundstar: model# m-5723-12, lot # g3018427; carto 3: model# m-4800-01, serial # (B)(4). (B)(4).